Event description:
The physician intended to implant a 2.25 mm diameter x 24 mm length driver sprint rapid exchange (rx) bare metal stent and a 2.25 x 22 mm integrity rx bare metal stent to treat a distal left main bifurcation using a kissing balloon technique. The target lesion was pre-dilated at least twice with semi-compliant balloons. A type c dissection occurred in the circumflex artery and intermediate branch. Clarification has been requested on what caused the dissection. Resistance was encountered when an attempt was made to deliver the devices and it was decided to remove them from the patient. The devices had to pass through a previously deployed other brand stent in the left main shaft. During device withdrawal it is reported that both stents dislodged from the stent delivery systems. The stents were deployed in the left main arterial wall. The stents had been inspected prior to use with no damage or movement evident. The stents were handled directly during preparation of the devices. Patient was reported to be ok post procedure and no clinical sequelae were reported. Reference MFR report numbers 9612164201101305 and 9612164201101306.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (procedural images confirmed the complex vessel morphology with diffuse disease). Caused by another drug/device (it appears that the stent may have caught on the previously deployed stent and on the tip of the guide catheter during removal attempts). Conclusions: device failure/lack of effectiveness related to patient condition (procedural images confirmed the complex vessel morphology with diffuse disease). Another device caused failure (it appears that the stent may have caught on the previously deployed stent and on the tip of the guide catheter during removal attempts).

Event description:
Cine image review: procedural images were provided for review. The images confirmed that the vessel morphology was complex. A vessel dissection was confirmed after the pre-dilatation activities but prior to the delivery and dislodgement of the medtronic product. Delivery of one stent was evident from the images. Withdrawal of the stent was not observed on the images but a dislodged stent was evident in the left main, inside the previously implanted other brand stent. The delivery, withdrawal and dislodgement of the second stent does not appear to be captured on the images provided. However, there does appear to be a mass of damaged stent material in the left main prior to the crushing of the dislodged stent inside the other brand stent. Ref MFR # 9612164201101305, 9612164201101306.

Manufacturer narrative:
(B)(4). Evaluations, results: device passed through a previously deployed stent. Stent handled directly. Systemic handled directly. Systemic stent embolism. Evaluation, conclusions: device passed through a previously deployed stent. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was frayed and kinked. The proximal and distal pillow balloon folds were partially opened. Crimp impressions were evident along the working length of the balloon. Please note that this device (driver sprint rx) is distributed outside the united states; however, it is similar to the united states distributed product driver rx.